Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Exact event date and date of explant are unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014- 08430 / 08431).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Event description:
It was reported that patient underwent orif, open reduction internal fixation, of a distal radial fracture on (B)(6) 2014. A multi-directional screw was placed into the radial styloid and locked into the plate. On a later radiograph it was found to have backed out of the plate. The plate and all screws were later removed and replaced with a different plate on (B)(6) 2014.

Manufacturer narrative:
Evaluation of the returned plate found evidence to suggest that the hole for the screw was drilled without a soft tissue guide, as per the surgical procedure. Dimensional inspection of the plate¿s radial styloid could not be performed because of the expected deformation caused by the installation of the md screw. However, visual inspection of the hole appears to indicate that the plate was made to specification. The likely condition of the product when it left biomet control was conforming.

Event description:
It was reported that patient underwent orif, open reduction internal fixation, of a distal radial fracture on august 16, 2014. A multi-directional screw was placed into the radial styloid and locked into the plate. On a later radiograph it was found to have backed out of the plate. The plate and all screws were later removed and replaced with a different plate on an unknown date.